Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. The issue did not cause the caller's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. There was a case on the pump, and since the caller was unable to remove it due to being elderly, customer technical support could not proceed with troubleshooting. The caller was advised to follow up to continue resolving the issue.